Event description:
It was reported that balloon rupture occurred. A 3.50mm x 20mm nc emerge balloon catheter was advanced for dilatation; however, during inflation, the balloon ruptured. The device was removed and completed the procedure with another 3.5mm x 20 mm nc emerge balloon catheter. There were no patient complications reported.